Manufacturer narrative:
Updated data: b5. Additional codes: annex f medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a procedural delay occurred as a result of the infold. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A medical safety team reviewed the event description and image review. Based on the information provided the patient was correctly sized for a 34 millimeter (mm) valve. Images confirmed the infold and significant calcification. The second valve was successfully implanted after a pre implant balloon aortic valvuloplasty was performed with a larger balloon. The infold remains likely related to the valve as images confirmed the infolded and constrained valve. The reported adverse events and severities are documented in the risk management files and instructions for use. No further safety assessment is required at this time. The medical safety assessment will be reassessed based on abnormal findings from the device history review. One static image was provided for review of the event descriptio. Fluoroscopic valve load inspection was not provided for review. Pa tient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter was 86.4 mm with a perimeter derived diameter of 27.5 mm suggesting a 34 mm evolut. The anatomical images provided reveal significant calcium in the leaflets of the aortic valve (aortic valve calcification image). It was reported that a pre balloon aortic valvuloplasty was performed prior to the implant attempt. An infold is noticeable after one recapture . The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the implanting team followed best practices and the infolded valve was removed and a new valve was used for the implant. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. In this case, the root cause of the frame expansion can be attributed to the patient¿s calcified anatomy. This is a patient related issue. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the root cause of the infold can be attributed to the patient¿s calcified anatomy. This is a patient-related issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0011794641); product type: 0195-heart valves; product ID: 24mm true dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown product ID: 28mm true dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown product analysis: no device was returned. Procedural images were submitted for review.  Conclusion: the product analysis and investigation remain in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) with a 24mm non-medtronic balloon was performed due to significant leaflet calcium. The valve was loaded onto the delivery catheter system (dcs), confirmed via fluoroscopic inspection, and inserted into the patient. Upon deployment, the valve was too shallow and was recaptured into the dcs. On the second deployment attempt, the valve frame appeared constrained and an infold was observed in the anterior portion of the valve frame. The valve was recaptured and withdrawn from the patient. A second bav was performed using a 28mm non-medtronic balloon due to poor expansion of the first bav. A new valve was loaded into a new dcs, confirmed via fluoroscopic inspection, and successfully deployed. No adverse patient effects were reported.